Manufacturer narrative:
The actual sample in the incident was returned to the MFR for eval. One used catheter with attached connector was returned. The connector was removed and the catheter length measured approx 100 mm. The catheter tip had been fractured and was not returned. The fracture was angular in appearance indicating that it occurred when the catheter was withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of possible danger of shearing". The sample and all available info has been forwarded to the MFR b. Braun melsungen for further eval.

Event description:
As reported by the facility: catheter inserted, complained of being uncomfortable, a second catheter was inserted, pt continued to complain of being uncomfortable, the second catheter was removed, the catheter sheared during removal, no details available about length of catheter that remained in pt. A third catheter was placed. Additional info provided by the facility indicated the pt suffered no adverse sequela associated with the incident and the catheter tip remains in the pt.